Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon catheter was observed to be leaking before use in the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the balloon proximal shaft was compressed at 77.0cm from its proximal end. In addition, a hole was observed in the shaft of the inflation port. During functional testing, the friction was encountered during advancement of a compatible demo guidewire through the shaft lumen. It appears that the compressed catheter shaft caused the friction. While pressurizing the balloon, water was leaking from the guidewire and the inflation ports and the balloon would not able to be inflated normally. Information available indicated that the device was confirmed to be in good condition prior to use. It is possible the guidewire was initially inserted into the inflation port instead of the guidewire back port puncturing the inner shaft and causing the reported leak. However, without examining the guidewire used in the procedure (not returned), a definitive assessment could not be made. Therefore, the exact cause for the reported event and analyzed ¿balloon catheter broken/fractured, balloon catheter shaft leaked, and balloon failed to inflate, balloon catheter flat/crushed and balloon catheter difficulty loading wire' cannot be determined.

Event description:
It was reported that the balloon catheter was observed to be leaking before use in the procedure. There were no reported clinical consequences to the patient.